Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿two (2) echocardiographic videos and one (1) fluoroscopic video were provided. All three videos were taken post deployment of the reported clip. The first echo video (titled "(B)(6)") captures an lvot view in which the reported clip is deployed on the valve and secured to both leaflets. The clip arm angle appears to be ~30° - 40°. While this is an estimation based on visual assessment with the unaided eye and is not confirmed, the clip presents with an abnormally large arm angle beyond the expected closed position (~10° - 20°) per the instructions for use with a notable gap in between the clip arm tips. The second echo video (titled "(B)(6)") is a 3d en face view which also shows the reported clip deployed on the valve. Similar to the first echo image, there is a notable gap visible in between the tips of the clip arms. The fluoro video (titled "(B)(6)") shows two deployed clips which indicates the video was taken post deployment of the second clip (no reported issue). The medial clip (bottom left in the video) has a clip arm angle of ~30° - 40°, consistent with the arm angle observed in the lvot echo view and is the incident device reported for post deployment cowl. The lateral clip (top right in the video) appears to be in a fully closed position (~10° - 20°) per the IFU and is the second implanted clip (no reported issue). No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). With no pre-deployment cine for comparison, a clip arm angle change post deployment cannot be confirmed via cine evaluation. However, comparing the post deployment clip arm angles between the first clip (reported device, ~30° - 40°) and second clip (no issue, ~10° - 20°) indicates a post deployment cowl of the first clip likely occurred. Lastly, the anterior facing gripper of the reported clip can be seen in an abnormally raised position from the clip arm (reference figure 1). This is indicative of excessive tissue / tension on the gripper causing it to raise away from the clip arm and potentially contributed to the reported issue. There are no other observations based on the videos provided."

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 40 degrees. It was noted that the clip remained stable on the leaflets. To stabilize the clip, an additional clip was inserted and deployed, reducing the mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.